Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user's wife advised husband uses the rollator and the right side brake is not holding.